Event description:
The manufacturer received info of an everflo oxygen concentrator had evidence of damage to the power cord. There was no report of pt harm or injury. The device has yet to be returned to the manufacturer for investigation. A follow up report will be filed when the manufacturer has completed the investigation.